Event description:
It was reported during eval, internal arcing of traces on the pcb was observed. The unit was evaluated at peak.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period 08/15/2010 through 08/15/2012. The pulsar generator was evaluated. The pcb traces were too close to each other. Internal corrective action was opened and closed which solved this issue.